Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) on home choice (hc) device during initial drain. The home patient (hp) recycled power, received se 2367 and then called baxter. The baxter technical representative (tsr) instructed the hp to end therapy and start over with new supplies. The hp did not know how much she had drained before cycling the power tsr assisted to end therapy and advised to contact peritoneal dialysis registered nurse (pd rn) regarding the air in the line issue. During troubleshooting the tsr documented that one of the clamps of an unused line was open. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240( air in set) was confirmed. The cause was determined to be use error- patient left clamp open on an unused supply line during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.